Event description:
The customer reported that the cannula dislodged from the insertion site and that her blood glucose rose to over 450 mg/dl. The pod was discarded.

Manufacturer narrative:
The device will not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, and the product lot met all acceptance criteria.